Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient indicated feeling sick and had a visit to the ER department where it was indicated that a lead was not functioning properly. Subsequently, it was later reported that the atrial lead exhibited low voltage impedance and that a coronary perforation had occurred. The atrial lead was extracted and replaced. After atrial lead extraction the patient's blood pressure dropped, intervention was performed, and the patient stabilized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, a proximal portion was received measuring 10 cm. A distal portion was received measuring 35 cm. Analysis revealed the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo.